Manufacturer narrative:
(B)(4). D10 - concomitant devices - persona porous 3 peg patella 38mm catalog #: 42540500038 lot #: 66737902, persona 0 degree cemented tibial component right size h catalog #: 42536008302 lot #: 66407636, persona posterior stabilized articular surface right 14mm catalog #: 42522401014 lot #: 66098412. H6 - component code - proposed code is mechanical (g04) - femur. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent a quadriceps tendon repair to address quadriceps rupture and patellar dislocation approximately one (1) month following right knee arthroplasty. Initial operative notes noted no intraoperative complications. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a4, b4, b5, b6, b7, e1, e2, e3, g3, g6, h2, h11.

Event description:
It was reported that the patient underwent a quadriceps tendon repair to address quadriceps rupture and patellar dislocation approximately one (1) month following right knee arthroplasty. Initial operative notes noted no intraoperative complications. Operative notes from the tendon repair noted the patient had acute traumatic quad tendon rupture with patella tilt and lateral subluxation syndrome of the right knee. No abnormalities were noted with the femoral, tibial or articular surface components. The joint was irrigated, patella reduced and an open lateral release was completed with a new quad tendon repair. No intraoperative complications were noted. Attempts have been made, however, no additional information is available.